Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented in clinic for a routine follow up with pacing lead impedance increased significantly during the past two months. The value was still within the normal range. Capture threshold increased also. The device was reprogrammed and the patient will be closely monitored.